Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was inaccurate. Customer's blood glucose was 300 mg/dl. Customer reverted to using an alternate pump and manual insulin injections for insulin therapy.